Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was functionally tested with a .018 inch guidewire. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the ostial of vertebral artery. A 6.0mmx14mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the guidewire could not be pulled from the monorail exchange. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the ostial of vertebral artery. A 6.0mmx14mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the guidewire could not be pulled from the monorail exchange. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.